Event description:
It was reported that tandem mobi pump issued cartridge alarm during use. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded original cartridge, successfully resumed insulin delivery, and issue was resolved without further intervention.